Event description:
Pt developed endophthalmitis and hypopyon approx 8-days postoperative. Visual acuity is 20/50 +2. Culture results were negative. It is unknown if this event is product related. A vitrectomy was performed and intraocular antibiotic injection was given. Lens remains implanted in the pt's eye.